Manufacturer narrative:
The demonstration iabp unit is under evaluation. A supplemental medwatch report will be submitted when additional information becomes available. (B)(4).

Event description:
The company cardiac assist manager reported that while in-service training session the iabp demo unit would not power up and "system check failure" message was displayed. The battery 2 showed icon indicating dead battery.